Manufacturer narrative:
The surgeon was new to the product and requires additional training. The procedure was completed and an iol was implanted. The patient was reported as having suboptimal results due to vitreous loss.

Event description:
The surgeon experienced a capsule tear resulting in vitreous loss.